Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the light source lamp was no working due to a faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.